Event description:
It was reported that, this electrode exhibited noisy signals. The patient was brought to the clinic and a manipulation of electrode b was performed and showed no noise, nonetheless, pocket manipulation did show the same type of noise as the recorded episode. The patient was instructed to do two transmissions per week to monitor for any more noise and the following physician was notified and will likely order a high density lateral x ray to see if there is evidence of a pocket fracture. Ts obtain x rays confirm appropriate electrode insertion and analyze for sharp bends. The impedance is normal. This electrode remains in service. No adverse patient effects were reported.